Manufacturer narrative:
We have reached out to the facility to gather more information regarding the events described. The complainant does not believe the cause of death is limited to the failure of the device, and that the second patient was able to be successfully intubated by other means. At the time of submission we do not have the UDI information.

Event description:
The event was described as: 'all in the last 10 hours we have had 5 handles fail all during urgent emergency resuscitation procedures' further infraction details '2 patients involved. All handles were stored on crash carts. 1 patient expired after delayed care. After britepro solo handles failed, a fiber optic was pulled as alternate form of intubation tool, was able to intubate patient, but patient did end up expiring. Complainant does not believe the cause of death is limited to the failure of the device but the failure of device and delay in case did make the situation worse. Second patient was able to be successfully intubated by other means. Two products that were used on patients were disposed of, but 3 of the handles are saved and available for return.'